Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged and bent. As treatment, a new pod was applied and a bolus was delivered. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.